Event description:
It was reported by a customer complaint that the patient was treated by paramedics due to an incident of low blood glucose. The reporter states that on the event date at 12:30am she had a blood glucose of 23 mg/dl. The paramedics were called and they administered a tube of glucose. The patient was stabilized on scene and not transported. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
Evaluation summary: the suspect device was returned and evaluated. Delivery and accuracy tests were performed, the device was found to pass all delivery and accuracy tests. No operational or functional failure was detected and the product was within specification.